Event description:
It was reported that the customer's insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Customer states the insulin did exit and device did alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 330 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.